Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 7, 2020 - january 8, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed fluid inside the overpouch containing the device which suggests a leak occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however, the probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unknown location. The set was filled with 4600mg fluoruracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.